Manufacturer narrative:
(B)(4).

Event description:
An under-dose was reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The patient would get sick after each of her radiation sessions starting beginning around (B)(6) of 2009. The pump was interrogated, but there was no response. The pump battery was found to be depleted and was replaced. Following the pump replacement surgery on (B)(6) 2010, the patient had withdrawal. The following symptoms were reported: vomiting and increased baseline pain. The patient stated she was told that fluid was flowing through her catheter, and therefore a dye study was not necessary. It was noted that the patient rated her pain at a level of "10" since the pump was replaced. The patient had visited the ER several times. Additional information has been requested from the hcp, but was not available as of the date of this report.